Event description:
The following was reported to hamilton medical ag: customer called me about tf 383003 and the vent failing self test and alarming while being turned on into ventilation mode, as well as the check valve not reading in the technical state. When arriving and checking the vent out it did turn on and pass the self test. Occurred during testing when at facility, after rental returned to warehouse. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer called me about tf 383003 and the vent failing self test and alarming while being turned on into ventilation mode, as well as the check valve not reading in the technical state. When arriving and checking the vent out it did turn on and pass the self test. Occurred during testing when at facility, after rental returned to warehouse. No patient involvement.